Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The site informed the fse that the issue was not a loose or disconnected instrument but a drifting master tool manipulator (mtm). When the surgeon released the mtm without taking his head out of the viewer, the mtm was drifting a little bit down, causing the instrument to move inside the patient a little bit down as well. Calibrating the mtm had no effect so the fse replaced it. The new mtm showed no signs of drifting after and during test. The system was tested and verified as ready for use. Isi has not received the mtm involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the instruments fell down from patient side manipulator (psm), and the psm rotated automatically. The tse found error 31009 and 31010 in the logs pointing to short disconnections of the sterile adapter (sa) of different psms. No further information was available. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. They discussed the process with a gentleman from the "repair department" over the phone. The gentleman would come to our site on (B)(6) 2026, to take a look at the da vinci and calibrate the arm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis. Failure analysis investigations did not replicate and did not confirm the reported complaint. In the logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to reported event. The mtm was installed onto a surgeon fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault to be identified.

Manufacturer narrative:
The probable root cause is due to unintended use error where the surgeon is removing their hands from the master tool manipulator (mtm) while their head is still in the console.

Event description:
Refer to h11 for follow-up information.